Event description:
Information received by medtronic indicated that the customer reported being unable to link their personal account. Troubleshooting was performed, but the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue to use the device and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"Complaint summary: helpline support team reported that user was unable to link a carelink personal account with the patient profile under a clinic in carelink system application. Investigation/testing summary: an attempt was made to reproduce the issue by trying to validate the trace of the linking in carelink database and observed that the issue was not reproducible. After conducting thorough investigation by validating the carelink database for the given username and observed that the existing patient profile was already linked to another personal account. As per existing system behavior , one patient profile under clinic can be linked to only one personal account. Even if the existing link is disabled , current system do not allow to create linking with any other personal account. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is because the user was trying to link personal account to a patient profile which was already linked to another personal account. Analysis summary: requested helpline support team to create a new patient profile and try to link the personal account. Helpline reported that they are having trouble in providing the linking , we tried to link the given patient account and requested helpline to validate. Helpline confirmed that the personal account and clinic linking was enabled successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.